Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (patient was even forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, asthma, amenorrhea, lumbago, miscarriage, tension headache, gestational diabetes and esophageal reflux. Concomitant products included amitriptyline, ibuprofen, meloxicam, ondansetron (zofran) and tramadol. On (B)(6) 2014, the patient had essure inserted. In january 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In march 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary tract disorder"). In may 2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and allergy to metals ("nickel allergy"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, dysmenorrhoea, dyspareunia, fatigue and weight increased was resolving and the genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, bladder disorder, urinary tract disorder, headache, nausea and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, urinary tract disorder, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion. Impression: bilaterally essure devices are noted within the fallopian tubes. There is no evidence of contrast extravasation into the fallopian tubes or pelvis.. Pathology test - on (B)(6) 2017: result: clinical information: severe pelvic pain, dysmenorrhea pathologic diagnosis: 1. Specimen labeled as "bilateral fallopian tubes": - fallopian tubes with lumina identified with focal paratubal cyst. - coiled wires identified within bilateral fallopian tubes-see gross description. Gross description: the first tube measures 9.0 cm in length and up to 0.6 cm in diameter. The fimbriated end is identified. Protruding from the proximal end of the tube is a portion of coiled silver wire. This portion of wire measures 2.5 cm in length and 0.1 cm in diameter. The remainder of the fallopian tube lumen is devoid of contents. The external surface of the tube is smooth and red-tan. The second fallopian tube measures 9.0 cm in length and up to 0.6 cm in diameter. The fimbriated end is identified. Protruding from the proximal end of the tube is a portion of coiled silver wire measuring 2.5 cm in length and 0.1 cm in diameter.. Pregnancy test - on (B)(6) 2014: result: negative. Ultrasound pelvis - on (B)(6) 2017: result: impression: 1. Finding suggestive of mild bicornuate uterus configuration. 2. Ecstatic vessels in the left adnexa, may represent underlying pelvic congestion syndrome. Recommend clinical correlation. 3. Moderate free fluid in the pelvic cul-de-sac, likely physiological in a premenopausal female. 4. Otherwise normal sonographic evaluation of the endometrium and ovaries.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received with her demographic details were updated. Following events were added: bladder or urinary problems or changes, migraines, headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue and weight gain / loss specify which one: weight gain. Event onset date were added. Event outcome added for pelvic pain. Concomitant medication added. Lab data added. Medical history added. Other hcp added. Reporter information and product indication updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (patient was even forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.